Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received lower adc device scan results of 46 mg/dl, 64 mg/dl, 60 mg/dl, compared to blood glucose readings of 250 mg/dl, 216 mg/dl, 202 mg/dl; respectively obtained on a competitor brand meter device and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. There was no report of death, serious injury, or mistreatment associated with this event.